Manufacturer narrative:
(B)(4). Concomitant medical products: 1419685, 6.5x85mm cann canc scr 22, m07626c, 1419690, 6.5x90mm cann canc scr 22, j-dmhcf8, 1419695, 6.5x95mm cann canc scr 22, dfcb65. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a fractured femoral neck procedure the drill tip fractured and fragmented pieces remain in situ. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Actual device returned and visual inspection of the drill bit confirmed the instrument fractured into multiple pieces. Two products from the same lot were sent to sem for further analysis and noted drill bit fractured due to overload. Device history record (DHR) was reviewed and no discrepancies were found. Hardness measurement taken on the instrument noted the product is conforming to specifications. Eds analysis noted the product material is conforming to print specifications. Root cause was unable to be determined.

Event description:
No further event information available at the time of this report.